Event description:
It was reported that the patient's dry & store unit started producing a burnt smell and the processor seems hot to touch after taking out from the unit. A new replacement device was sent to the patient. No serious injury was reported.